Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (43-54 mg/dl) and the cause was not known. Food was consumed to address the low bg. The contact declined tandem technical support's offer to troubleshoot or further assistance. Tandem clinical diabetes specialist followed up and discussed the event with the customer. The customer reported the bg had since leveled out and thought the cause of the lows was due to an illness. Reportedly, the customer met with a healthcare provider and did not feel that the pump settings needed adjustments.